Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported she wore a tampon for seven hours overnight and upon removal the tampon string broke in half then pulled out leaving the tampon inside. She manually removed the tampon in pieces. She experienced some vaginal pain and discomfort after removal. Her symptoms resolved and she did not seek medical attention.